Event description:
A hospital in (B)(6) reported that the rt380 adult dual heated evaqua2 breathing circuit caused an alarm during set up.

Manufacturer narrative:
(B)(4). The rt380 adult dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit was returned to the manufacturer for evaluation. The returned complaint breathing circuit was visually inspected and a heater wire resistance test was carried out using a multimeter. Results: the visual inspection revealed no visible damage to the complaint breathing circuit. The inspiratory heater wire was open circuit. A wire break was located in the overmoulded plug a lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).